Event description:
Pt with rheumatic arthritis and recent below the knee amputation received 2 prosorba column treatments. Pt has a history of lower extremity ulceration and skin grafts that would not heal which led to below the knee amputation. Prior to starting treatments, pt had an open wound at the site of the amputation, approx 3 mm in diameter. Pt had slight pruritis after first treatment, and the apheresis physician on call ordered benadryl. When seen for pt's second treatment, the stump wound was found to be infected and the apheresis doctor prescribed oral antibiotics. The day after the second treatment, pt telephone hosp to report a pruritis rash on both legs, with some involvement of pt lower torso, associated with edema and erythema of stump and some edema of other leg. Pt had not filled the description for antibiotics and none were ever taken. Pt saw the surgeon the next day, and was subsequently admitted to hosp for evaluation and treatment of the stump due to enlargement and deepening of the previous ulceration, associated with edema and erythema of the involved extremity with possible cellulitis. Pt underwent further stump reduction and, to date, surgical wound has not entirely healed, but pt has otherwise recuperated. Pts rash resolved over a four day period, except for recurrence of several bullous lesions on the lower extremities which the pt described as "black, fluid filled blisters."